Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Functional testing was performed and no failure was identified related to the reported low bg issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer's blood glucose (bg) level was over 600 mg/dl, and was being addressed with insulin pens. Additionally, the customer reported a low bg level of 28 mg/dl. To treat the low bg level, the customer consumed carbohydrates. Although requested by tandem technical support, the customer declined to upload the pump data logs for a log review to be performed. It was confirmed that the customer has insulin pens available as alternate insulin therapy.